Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The home patient (hp) stated that the patient line broke near the extension connection. The technical service representative (tsr) advised the hp to start over with new supplies and contact the registered nurse (rn) about possible exposure to unsterile air. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012, regarding the system error 2240. The hp stated that the extension line was still connected to the hp, but was broken after the connection. The hp stated the tip broke and the hp felt liquid on her feet. The hp stated she talked to her pdn who advised her to end therapy for the night and go into the clinic the following day for an antibiotic. The hp stated she took the sample to the clinic and the lot number was not available. Product surveillance (ps) followed up with the peritoneal dialysis nurse (pdn) on (B)(4) 2012, regarding the system error 2240. Per the pdn, the home patient (hp) brought the sample into the clinic and the pdn has the sample for investigation. The pdn is not sure how the break in the line happened. The pdn stated they gave the hp an antibiotic as a precaution. The hp was doing fine with therapy on the cycler. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample was available and requested for investigation. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Evaluation summary: an evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with a broken blue luer noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. The problem was confirmed. The root cause was determined to be a leak from the tubing.